Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a patient with a retained capsule. The customer reported that the study was successful, but the patient informed them of having chest pains. They performed a chest x-ray and confirmed that the capsule was still attached.